Manufacturer narrative:
The insulin pump passed rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected no delivery or motor error alarms noted during testing. The insulin pump was received with intermittent buttons due to corroded keypad traces. No display ramping on its own anomaly noted during testing. No traces of moisture were noted at electronic or motor assemblies per visual inspection. The insulin pump was received with cracked case at display window corners, reservoir tube and battery tube threads. The insulin pump was received with scratched display window and missing endcap sticker. The motor was tested outside the device and passed. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer reported that she received a no delivery alarm and motor error alarm. The customer reported that the buttons were unresponsive. The customer's blood glucose was 547 mg/dl at the time of incident. The customer stated that she treated the high blood glucose with manual injection. The insulin pump will be returned for analysis.